Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, after firing, the jaws did not engage and the staples fell out of the device. No pt injury was reported.